Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms as well as a rise in threshold measurements. Oversensing of noise was also observed on the ra channel. An x-ray taken showed there was an abrasion in the insulation of the ra lead. The ra lead was deactivated and remains in situ. No adverse patient effects were reported.